Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported medical event against juvéderm® volbella¿: patient "developed an inflammatory delayed onset nodule to left tear trough 2 years post treatment with...0.5 ml juvederm volbella to each tear trough. I am currently treating". Treated with prednisolone 20mg, clarithromycin 500mg, antihistamine. Symptoms on going. Hcp later reported initially diagnosed periorbital oedema. 10 days of antihistamine. Consistent with delayed onset nodule very firm lump erythematous. Started 20mg prednisolone 5 days, continued with daily antihistamine, 2 weeks clarithromycin 500mg bd as consideration of secondary trigger. Eye irritation/ infection as stated eye felt like has something in it prior to developing. Advised to not delay reversing with hyalase and to perform reveasal rather than treating with anymore antibiotics. Left side delayed onset nodule (inflammatory) firm.